Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that fluid warmer went into an over temperature state. It also failed the circuit board check. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device noted a contaminated power switch, enclosure, plate clip, and front cover. Also has a wear and tear damaged line cord and pole clamp, and a cracked water tank cover. Device underwent functional testing by filling the tank with water, and powering it on. The reported customer complaint has been confirmed as the device was found to be out of calibration. The problem source has been determined to be unknown.